Manufacturer narrative:
(B) (4). The ge service rep performed a collimator calibrations using the bat and the filmless method. The system functions as intended.

Event description:
The customer reported that the unit failed the collimation test and the fluoro beam exceeded acceptable limits.